Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt lost stimulation. An x-ray was taken and revealed that the leads pulled out of the header of the ipg. A new ipg was implanted along with two extensions. Pt stimulation was captured post-operation.

Manufacturer narrative:
Eval, results: the complaint was not confirmed. Attempts to insert a lab lead into the ports of the ipg were not successful. Examination of the ports revealed terminal end electrodes from previous leads remained in the ports and were held tight by the set screws. The set screws were loosened and the terminal end electrodes were removed. A lab lead was inserted into one port and the set screw tightened. The set screw held the lead/weight successfully. The test was repeated fo the other port which also held the lead/weight successfully. Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.